Event description:
Impact 754 ventilator was being used on a pt when device alarm sounded. The end user reported, the device continued to operate and that there was no resulting serious injury to the pt. Though it was reported that serious injury to the pt did not occur, we have submitted this as a serious injury event because intervention using back-up ventilation equipment may have become necessary to preclude permanent impairment or damage due to the device malfunction.

Manufacturer narrative:
Problem found with device mix flow transducer which was replaced by impact's service department.